Event description:
The pt stated that his son had been in a car accident, which resulted in stress. He described that the stress and other events of the day resulted in a low blood glucose value of 15 mg/dl. He reported that his "ideal" blood glucose range is 57-68 mg/dl. He stated that he treated his low blood glucose with "glucose and juice". His blood glucose values then escalated to 180-190 mg/dl. He stated that he self-treated his elevated blood glucose using an insulin "open". He did not report any specific symptoms related to his extremely low or elevated blood glucose levels. He did not report a problem with his infusion device related to the situation. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.